Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, on (B)(6) 2014 the patient underwent a procedure to surgically access the fixture site. The fixture could not be accessed, subsequently the site was sutured closed. On (B)(6) 2014 the patient was administered general anesthesia to facilitate the removal of the healing cap and placement of the magnet. The implanted device remains.